Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who isn't sure if therapy is on or not as they can't increase it with their patient programmer (pp); they started having bladder spasms a few days ago. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the inability to adjust stimulation is the patient programmer (pp) seems to go off for no reason. The patient noted that she has been checking it more often.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient got new batteries, said those were the third set, but their patient programmer (pp) still doesn't work; it is still doing the same thing reported previously and getting poor communication with the antenna. As a result of what was reported, the patient was transferred to repair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the antenna had a loose wire and this was fixed by a manufacturer representative. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they do not have as many bladder spasms, but their bladder incontinence is the same. When the patient was asked about the circumstances that led to the loss of stimulation and the device showing off, the patient responded "a loose wire on the pad". Patient weight was updated.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was seeing the splash screen. Patient services advised the patient to place the antenna on her implant then process the sync button. The patient reported seeing the splash screen and then the sync screen. The patient did not have batteries to try to replace the batteries in the patient programmer. There was no report of an out of box failure. The patient stated they planned to get new batteries. The patient stated the device went off 4-5 days ago and she didn¿t realize it was. The patient started getting bladder spasms and she thought she need to increase stimulation. Patient stated they obtained batteries from their friend and was able to power on the programmer, but continues to revert to sync screen. Patient stated they had a return of symptoms and bladder spasms. During troubleshooting stimulation was shown to be off. Patient tried turning therapy on but it reverted back to the sync screen again. Patient had also reported that their stimulation went off and that's when they got the bladder spasms, so they thought they needed to increase stimulation. During the call communication with the ins was not possible. There were no further complications reported.